Event description:
During a percutaneous transluminal angioplasty (pta) to a shunt anastomosis, the balloon was reported to have ruptured. The vessel was described as having severe calcification, moderate tortuousity and a 99% stenosis. The product was advanced over the guidewire and through the sheath introducer to the lesion. The balloon was inflated using an indeflator. However, the balloon ruptured at nominal pressure. It was withdrawn from the patient's body, and another balloon catheter was used to successfully complete the procedure. There was no reported patient injury. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well, including the burst test values. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.